Event description:
It was reported that the patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011 due to a fractured humeral tray trunnion. The patient underwent a second revision procedure on (B)(6) 2014 due to a fractured humeral tray trunnion. During the procedure, the trunnion would not disengage from the stem and the stem could not be removed from the patient's humerus. The humerus was split in order to complete the procedure. The stem, tray and bearing were removed and replaced. A delay greater than 30 minutes occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-08297 & 08579 / 08580).

Manufacturer narrative:
This follow-up report is being filed to relay that the revision procedure that took place on (B)(6) 2011 was previously reported on manufacturer report number 1825034-2011-00142.